Manufacturer narrative:
Medical device brand name is shortened to bd vacutainer® due to unspecified type. Medical device type is unknown. Unknown manufacturer, bd corporate facility used. Unknown expiration date. Unknown manufacturing site, bd corporate facility used. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using bd vacutainer® tubes, there were reports of clotting during draws. No report of injury or medical intervention. No report of blood exposure to mucous membrane.